Event description:
Caller reports patient tested 1.4 inr on the coaguchek xs system and 2.1 on a comparison lab. Caller reports patient was not treated on monitor reading and was unsure of treatment. She reports coumadin may have been slightly adjusted based on lab reading. No adverse event reported. Requested return of suspect system and replacement sent.